Manufacturer narrative:
H6 health impact clinical code and impact code updated with additional information. A4 patient weight was inadvertently omitted on the initial manufacturer device report number.

Event description:
Additional information was received stating that the pump was explanted and the patient was coagulopathic and too unstable to go into surgery for impella 5.5. The patient was having bleeding issues prior to the cp implant due to complications of cardiogenic shock. The patient expired 2-3 days later from a subdural hemorrhage. It is unknown if the impella cp caused or contributed to the subdural hemorrhage.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that after an automated impella controller (aic) to aic transfer, an implanted impella cp pump failed to resume support. Despite attempting on four different aics, the consoles would not recognize the impella cp device. The pump was subsequently removed and plans were made to escalate to impella 5.5 support, but the patient is currently too unstable for surgery. The patient was reported to be in critical condition.

Manufacturer narrative:
Clinical details state that during console transfer upon arrival to a second site, the pump was not detected. Another console, the original console, and two more consoles were attempted and none resolved the issue. The pump was explanted. Lt log review showed no alarms or abnormalities related to pump detection. Imc log review showed the pump successfully connecting to (B)(6) at initial plugin. On (B)(6) 2025, the pump was unplugged and the logs ended shortly after with no more connection attempts seen on (B)(6). The logs for the other consoles were not provided. The pump was returned and evaluated. There was a large separation/gap observed on the patient cable plug and fragments from the broken ferrule that could be seen through the pin-side of the patient cable plug. When electrical testing the communication lines, there were open lines found at the connections with pin 1, 5, and 11. There were no abnormalities with the electrical connection to pin 6. CT/xrays of the patient cable plug showed visual narrowing and/or clear separation at the connections to pin 1, 5, and 11. The cause of the pump detection issues was open electrical lines in the patient cable plug based on returned product analysis. The cause of the electrical opens is unknown due to a lack of clinical details. The cause of the injury was not determined due to insufficient clinical details.